Manufacturer narrative:
Batch review performed on 05-feb-2025. (B)(4) items manufactured and released on 16-oct-2023. Expiration date: 26-sep-2028. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. The surgeon revised liner height, which is a common practice to restore the joint stability. There is no indication that any potential issue with the device may have caused or contributed to the event.

Event description:
At about 1 year after primary, the patient came in reporting anterior knee pain and instability and the cause is unknown. The surgeon resurfaced the patient's natural patella and revised the liner (10mm) with a thicker one (14mm). The surgery was completed successfully.